Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was discarded at the user facility; therefore, a product analysis could not be performed. The root cause cannot be determined.

Event description:
It was reported that the headway 21 microcatheter was used on a patient who suffered a stroke due to a clot in the vessel. While advancing the microcatheter over the microwire, the microcatheter "doubled over on itself" once it was by the clot. The microcatheter was pulled back and straightened out, and a solitaire stent retriever was delivered to the clot through the microcatheter. During the intervention with the stent retriever, an angiography run demonstrated a bleed from the vessel. There was no reported mechanical or medical intervention, as the bleed stopped by itself before the procedure was completed. There was no reported adverse patient outcome. It is unknown what device caused the reported bleed. The patient was reported to be okay.